Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a system failure. No patient injury reported.

Manufacturer narrative:
Date of event is unknown. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection did not find any physical damage. A review of the event history log found a primary audible alarm bgnd test. During the functional testing, the error was unable to be duplicated and the device passed the audio testing. The root cause was unable to be determined. The speaker was replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.